Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that both cylinders for both cart were displaying full when the cylinders were empty. The event timing was during cleaning. No adverse events were reported as a result of this malfunction.